Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure for five minutes with no sign of balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during initial inflation at 11-12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured and the device was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during initial inflation at 11-12 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured and the device was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.